Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by reloading the same cartridge onto the pump after cleaning the pneumatic tap area as instructed by technical support.